Event description:
The advocate called for help with the customer's breeze2 meter. While troubleshooting, it was discovered the meter display was missing segments. The advocate customer were not aware of the missing segments, but no adverse events were alleged. The meter is to be returned for eval. A replacement meter was sent to the customer.